Event description:
It was reported that pump exhibited a pump motor drive phase b post error and stop during boot up. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the bottom case was cracked by the back plate. A review of the event history log identified pump motor drive off phase b post, battery not working, and battery communication timeout in the history. Functional testing was performed and the reported problem duplicated during power up process, the battery did not operate as intended. The root cause of the problem was normal wear as the battery pack was over 3 years old and way beyond its expected life expectancy of 2 years. Replaced the battery and performed power up process and all the functional tests passed.